Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise possibly related to minute ventilation oversensing as well as an anti tachycardia episode. The pace impedance measurements were high and out of range. Technical services (ts) discussed a possible non invasive way to address this case by keeping the right atrial lead for sensing only or an invasive solution of replacing the lead. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise possibly related to minute ventilation oversensing as well as an anti tachycardia episode. The pace impedance measurements were high and out of range. Technical services (ts) discussed a possible noninvasive way to address this case by keeping the right atrial lead for sensing only or an invasive solution of replacing the lead. No adverse patient effects were reported. The device remains implanted. Additional information noted that the ra lead remains insitu and the device was programmed to a mode that does not require atrial pacing. It was suspected that the atrial lead was fractured as there was no capture and the pace impedance measurements were high and out of range. The atrial channel was sensing normally thus the physician was happy to not intervene. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right atrial (ra) lead exhibited noise possibly related to minute ventilation oversensing as well as an anti tachycardia episode. The pace impedance measurements were high and out of range. Technical services (ts) discussed a possible non invasive way to address this case by keeping the right atrial lead for sensing only or an invasive solution of replacing the lead. No adverse patient effects were reported. The device remains implanted.